Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation wil be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An x-ray was performed and revealed damage to the insulation and conductor in area of the lead near the patient's clavicle. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.